Event description:
Ous MDR - it was reported that about 52 months after the implant an insulation breakage was suspected. No adverse patient side effects were reported. The lead was not returned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The x-ray movies received with this complaint were carefully analysed. In particular, it was attempted to reconstruct the likely course of the conductor cable visible in the x-ray projections. However, it is notoriously difficult to evaluate whether a conductor cable is indeed outside the lead body except in clear-cut cases. In this case no definite conclusion could be reached on whether one of the conductor cables penetrates the lead body at some point along the lead. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 37 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 12 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the shock coil was found exposed and its coating was damaged. These findings confirmed the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. The available x-ray confirmed the presence of further leads in the implanted state which most likely interacted with the distal part of the rv lead. The deformation of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.